Event description:
Pt status post tfn case had x-rays taken on an unk date. X-rays showed that the helical blade migrated through the head of the femur. Surgeon removed the nail, blade, and screw on (B)(6) 2011 and pt was revised to hip replacement. This is two of three reports for this event.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. This order met all dimensional and visual criteria at the time of release with no issues documented during the MFR that would contribute to this complain condition. The investigation could not be completed, no conclusion could be drawn, as product was received in decontamination and the investigation is pending.